Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia on an unspecified date. The patient's blood glucose levels declined to 40 mg/dl around 5 am while wearing the pod for an unspecified duration. The patient stated that their blood glucose level was 300 mg/dl prior to receiving an automated delivery restriction alert. They also received an automated mode limited alert and urgent low glucose alert at 4:19 am. Symptoms reported included loss of consciousness. The patient stated that this had occurred a total of 4 times in one month. Two incidents occurred in the morning around 3 am while the third incident occurred in the afternoon. The patient expressed concern over not being able to wake up to respond to the received alerts received in the early morning. During the most recent incident, the patient did not wake until 3:50 pm and therefore was in a prolonged hypoglycemic state. The patient was not hospitalized, nor did they visit the emergency room.